Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated plaintiff suffers serious injuries as a result of the implantation of the aforementioned product due to its poor manufacturing, which is why she has had to undergo several surgical interventions and her current state of health is worse than when the aforementioned mesh was implanted.